Event description:
New information received notes that the implantable cardiac monitor exhibited unspecified over-sensing and a recurrence of under-sensing on (B)(6) 2025.

Event description:
It was reported that patient presented remotely via merlin.net. It was noted that the implantable cardiac monitor exhibited under-sensing and intermittent sensing. No intervention was performed. Patient status was not known.